Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure, the balance middleweight universal ii guide wire was being introduced through the rotating hemostasis valve of the y-connector, however, resistance was met and the guide wire was to be removed. It was noted that the guide wire became trapped and force was used to remove the guide wire. After removal from the y-connector, the tip coils were noted to be untwisted [stretched]. The device was not used in the anatomy. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood and contrast on the tip coils. The shaping ribbon was separated from the tip ball. The tip ball and coils were still intact. The tip coils were completely stretched out proximal to the tip ball up to the center solder. There was no other damage noted to the guide wire. The rhv/copilot used during the procedure was not returned. The maximum outer diameter of the core proximal of the hypotube was measured and this met manufacturing criteria. Scanning electron microscopy (sem) analysis was performed and the results suggest that the ribbon failure may be attributed to ductile overload. Based on the reported information, it appears that the reported difficulty and subsequent damage is due to interaction with the rhv/copilot. It may be possible the rotator or seal of the rhv was tight which resulted in the tip of the wire to become trapped and upon removal the stretching of the tip coils and overloading the shaping ribbon material occurred. It was reported that resistance was met and the guide wire became trapped and force was used to remove the guide wire. It should be noted that the instruction for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the removal against resistance does not appear to be the cause of the reported difficulty. The reported difficulty, separation and subsequent damage appear to be due to case circumstances. A review of the lot history record revealed no non-conformances related to the reported event; indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.